Event description:
It was reported that pump malfunction alarm 0 occurred on t:slim x2 pump without any notable events prior to the issue. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, received instructions to reset pump, and performed reset with assistance, after which malfunction did not recur and customer continued to use pump; customer was advised to call back if malfunction appeared again.